Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was done to retrieve the broken piece? Patient was closed after procedure and then x-rayed, broken piece was then located and retrieved after further dissection. Was additional dissection required in other organs/tissues other than the target tissue? Additional dissection was required but only in target tissue. Was there any additional tissue damage as a result of searching for the needle piece? There was no additional tissue damage. Event date and procedure name? C- section (B)(6) 2021. Were there any patient consequences? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6), 2021 and suture was used. During the procedure, the needle broke. Part of the needle lodged in the patient and the needle was retrieved. No adverse patient consequences were reported. Additional information was requested.